Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device was returned for analysis, during device analysis the following were observed: the related guidewire was returned inserted in the rotablator plus unit. A handshake connection test and a tug test were carried out to examine the integrity of the connection and no issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. The burr was microscopically examined and the annulus of the burr was within specification. An attempt was made to wet test the rotablator plus unit and no speed was achieved. The turbine was seized. No unusual noise was noted during the attempt to wet test the returned device. The advancer unit was dismantled to examine the turbine. A melted ultem and a corroded turbine were evident. Product analysis of the device showed signs of corrosion in the turbine. When saline solidifies it can cause corrosion in the turbine housing of the advancer unit. Saline is used in the clinical setting to ensure the functional use of the device. Sterile water is used for the functional testing of the units in the manufacturing facility. It is probable that this corrosion occurred during the return of the device back to site for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05573. It was reported that the rotaburr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus and 325cm rotawire was used to treat the target lesion. During ablation using the 1.50mm rota burr, it was noted that the rota burr could not ablate the calcified lesion. While the rotaburr was removed from the patient using dynaglide mode, a high pitch abnormal noise was heard. The physician decided to change the device to a smaller size 1.25mm rotaburr. While using the 1.25mm rota burr the device could be used without problem. When the 1.50 rotaburr was attempted to be used again, high pitched abnormal noise was again observed during pre test outside the patient. The rotaburr and rotawire are stuck together. The physician decided not to use this device anymore. The procedure was completed with another of the same device. No patient complications were reported and patient's condition is good.